Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an erratic display while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.